Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole and arrhythmia. It was also reported that the right ventricular (rv) lead was suspected of dislodgment one day post implant. Pauses were noted on the telemetry with pacing spikes, but there was no capture. Occasional loss of capture was observed when pacing at programmed increased output. A lead repositioning was performed, and the lead remained in use. However, two days after the repositioning procedure, the patient was admitted to the hospital with loss of capture. Output was increased again. Subsequently, the lead was replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.